Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid (concentration and dose unknown). It was noted that the patient thought it was at "0.07 or 0.7." Per the patient, her medication had been upped a couple times. Per the patient, "the pump was started at 0.5 or .05 then they went up to 6 and then to 7." The indication for use was non-malignant pain. It was reported that there seemed to be a little bit of an infection where the pump was in the abdomen. The event occurred in (B)(6) 2018, "thursday before last." The patient stated that it was not a confirmed infection, but it started to leak a little over a week ago. Per the patient, it looked like the area was healing fine. It was stated that the pump was under her belly button and the pump pulls. It was reported that they had a little bit of blood then it became yellow and sticky. The patient stated that she had been keeping it clean and drying the area off. Regarding the patient's current status, it was indicated that the situation was being addressed by her healthcare provider (hcp). The patient was going to see her hcp on (B)(6) 2018 to confirm the possible infection. No further complications were reported or anticipated.